Event description:
Lvad "pinging". Waveform and vent filter analysis = possible/likely pump end of life? Thoratec noted alarms b/c motor compartment w/ fluid remnants, debris, oxidation, and lubricant loss-wear.